Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2318500 model: sc-2318-50 serial: (B)(6) batch: 5001763/5001921 UDI: (B)(4) UDI: (B)(4). Product family: scs-rc-r upn: m365sc557210 model: sc-5572-1 serial: (B)(6) batch: 547328 UDI: (B)(4). Product family: scs-chargers upn: m365sc641230 model: sc-6412-3 serial: (B)(6) batch: 523230 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an explant procedure and was doing well postoperatively. The explanted device was not returned.